Manufacturer narrative:
The device was returned to verathon for replacement due to shell separation (two halves of device separating at the tip). The customer noted that there was no pt involvement. In addition to confirming the shell separation, verathon technicians identified the broken camera lens as well as cracks in the glidescope handle next to the connector for the video monitor.

Event description:
Upon evaluation of a returned device, the following safety issue was identified: the lens cover was found to be broken into pieces on both the upper right and upper left corners. The pieces were detached. There was no pt involvement.